Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: tip of connecting screw broke off. It was reported; patient had a proximal femoral fracture and during a procedure on (B)(6) 2013; the dhs blade could not lock/connect with the head of a 03-224-004 screwdriver t15. It was also reported the surgeon could not identify the cause whether the screwdriver head might not reach the end for a tight-fit or the malfunction of dhs blade might interrupt the locking mechanism. This was further evident as the surgeon could not lock even when the dhs blade was spinning free. It was also reported the broken tip from the screwdriver may remain inside of the dhs blade in the patient body. No further information is available at this time. This is 2 of 2 devices for this event reported on (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA the investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.